Manufacturer narrative:
Device was used for treatment, not diagnosis. Zehir, s., sahin, e., zehir, r. (2015). Comparison of clinical outcomes with three different intramedullary nailing devices in the treatment of unstable trochanteric fractures. Ulus travma acil cerrahi derg 21(6):469-476. This report is for unknown pfna, unknown quantity, unknown lot. Other number: UDI - unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: zehir, s., sahin, e., zehir, r. (2015). Comparison of clinical outcomes with three different intramedullary nailing devices in the treatment of unstable trochanteric fractures. Ulus travma acil cerrahi derg 21(6):469-476. Article from (B)(6). This is a (B)(6) study and was made up of patients operated on for unstable trochanteric fractures between january 2010 and september 2013. Patients were divided into three groups based on the technique used; talon distal fix nail/lag screw (n=78; mean age, 78.5+/-6.6), pfna nail (n=96; mean age, 77.2+/-6.8) or intertan nails (n=102; mean age, 76.8+/- 6.7). The following complications occurred: ten (10) patients experienced pain (3 at the hip) and (7 at the thigh). Reoperation occurred in (9) patients. This is report 1 of 3 for (B)(4). This report is for unknown pfna.